Manufacturer narrative:
Energy error due to device misalignment/uncalibration appearing on the display which doesn't allow the use of the device. We are unaware about patient/operator injury.

Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.